Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty removing the cartridge from the pump. Customer's blood glucose level was 400 mg/dl. Reportedly, the customer was able to remove the cartridge and successfully loaded a new cartridge.